Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with approximately 111 units of insulin. Reportedly, the customer was using humalin r-500 within cartridges. Customer's blood glucose was 120 mg/dl. The customer was unable to load a new cartridge as the customer did not have enough insulin in vial and reverted to an alternate method of insulin delivery available.